Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support assisted the customer with clearing the alarm. Customer's blood glucose was within range (value not provided). Reportedly, customer resumed pump therapy.